Event description:
Home pt (hp) reports leak at top, left edge of cassette of homechoice set. Leak noted when hp removed set from device after completing treatment. No pt injury or medical intervention required per hp. Swap device requested by hp.